Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the dressing dried out but, the wound remained very wet. They went back to using aquacel ag. Additional patient/event information was requested (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4) 2014. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported aquacel ag+ extra slow to heal donor site (recalcitrant skin donor site).